Event description:
On (B)(6) 2013 it was reported that the patient had been experiencing coughing, increased seizures, and hoarseness on (B)(6) 2011. The patient felt the cough and hoarseness with stimulation. The physician was unsure whether the seizures increasing were due to the vns. They were all resolved on (B)(6) 2011. Attempts for additional information have been made but no further information has been received to date.

Event description:
Additional information received on (B)(6) 2013 when it was reported that the physician did not believe that the patient¿s increase in seizures is related to vns therapy. No interventions were taken. The patient's settings on (B)(6) 2012 were stated to be: output current - 1.5 ma, frequency ¿ 30 hz, pulse width ¿ 500 microseconds, on-time 30 seconds, off-time ¿ 5 minutes, magnet output current ¿ 1.75 ma, pulse width - 500 microseconds, on-time ¿ 60 seconds, battery end of service status - ok. No interventions were taken or planned to preclude a serious injury. The physician stated that the relationship of the increase in seizure to pre-vns baseline levels is unknown. The patient does not have multiple seizure types. Causal or contributory programming changes, medication changes, or other external factors did not precede the onset of the event.